Manufacturer narrative:
(B)(4). D10: cat# 010000661, lot# 7702677, g7 pps ltd acet shell 48c. G2: foreign, event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner could not be assembled with the mating cup. Attempts have been made and no further information has been provided.